Event description:
Proact devices implanted both sides of bladder neck. There was bleeding on left side of the urethra, concluded that the device migrated on left side so it was explanted. New device implanted on left side.